Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11 november 2025, it was reported by a sales representative via email that an ar-3632sp-1, sp fibertak rc dbload tape bl/w blk/w was reported to have failed to deploy during use. This occurred on (B)(6) 2025 during a rotator cuff repair. The case was completed successfully using a hard bodied anchor. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.